Event description:
Received information stating that due to a ventilator occlusion alarm, the patient was placed on a second ventilator. The patient was not harmed or injured as a result of the event. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and reported the expiratory filter was full of water, which could have caused the occlusion alarm. The customer was advised of proper ventilator use. The unit passed extended self testing.

Manufacturer narrative:
(B)(4).